Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with tandem technical support, the customer disconnected from the infusion site, requested insulin, and observed barely small insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.